Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 600 mg/dl while wearing the pod less than an hour. It was reported that the pod had peeled off and the cannula had dislodged from the infusion site, at the time medical attention was sought. Symptoms reported include changes in vision, thirst, increased urination, increased hunger, confusion, nausea, tiredness, and dehydration. The patient was diagnosed with severe hyperglycemia. The patient was treated with intravenous fluids, insulin, and lab testing was performed. Details regarding the lab testing and results were not reported. The patient spent 4 hours in the ER.